Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed all the required tests and revealed no anomalies. Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. Visual and x-ray inspections of the lead found cable fractures at the kinked sections of the lead body where the clik anchor was positioned. Cables were fractured 1 cm from the set screw mark. There were no exposed cables. Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. Visual and x-ray inspections of the lead found cable fractures at the kinked sections of the lead body where the clik anchor was positioned. Cables were fractured 1 cm from the set screw mark. There were no exposed cables. In addition, the lead body was lacerated at about 7 centimeters from the tip of the proximal. One of the cables was pulled out. This anomaly was a result of a typical explant procedure and it was not considered a failure. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the visual/x-ray inspections and impedance measurement test were performed. No anomalies were found. Sc-4316 a review of the manufacturing documentation for the clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing loss of stimulation and showed high impedances on the leads. The patient underwent a revision procedure wherein the ipg, leads, clik anchor and lead splitters were replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2316-50, serial #:(B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #:sc-3400-30, serial (B)(4), description: infinion splitter 2x8 kit(30 cm). Model #:sc-1132, serial #:(B)(4), description: precision spectra implantable pulse generator. Model #:sc-4316 lot #:18064613 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing loss of stimulation and showed high impedances on the leads. The patient underwent a revision procedure wherein the ipg, leads, clik anchor and lead splitters were replaced. Device malfunction was suspected. The patient was doing well postoperatively.